Event description:
It was later reported that the patient had pain at the pump site. The patient had been hospitalized for the event. Patient outcome was reported as non-serious illness/injury. Conflicting information was provided that the device system delivered dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient's pump had tilted. The surgeon opened the pump pocked and discovered a couple of sutures had broken causing the pump to tilt in the pocket. The surgeon placed a dacron pouch on the pump and re-sutured in the existing pocket. There were no patient symptoms or product performance issues. It was later reported that the patient felt a slight discomfort from the pump being tilted in the pocket. The patient outcome was unknown. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).